Manufacturer narrative:
The field service representative determined there was an electronic failure of the measuring cell and replaced it. He performed calibration and quality control. All controls were acceptable to user.

Event description:
User received discrepant results for multiple assays for a total of six patient samples. All repeat testing was performed on another analyzer at the site. Sample 2 - original troponin t result was 0.118 ng/ml, repeat result was 0.078 ng/ml. Original ckmb result was 6.25 ng/ml, repeat result was 4.06 ng/ml. User stated they were not reporting any patient results from this analyzer.

Manufacturer narrative:
The field service representative determined there was an electronic failure of the measuring cell and replaced it. He performed calibration and quality control. All controls were acceptable to user.

Manufacturer narrative:
The field service representative determined there was an electronic failure of the measuring cell and replaced it. He performed calibration and quality control. All controls were acceptable to user.

Manufacturer narrative:
The field service representative determined there was an electronic failure of the measuring cell and replaced it. He performed calibration and quality control. All controls were acceptable to user.

Manufacturer narrative:
The field service representative determined there was an electronic failure of the measuring cell and replaced it. He performed calibration and quality control. All controls were acceptable to user.

Manufacturer narrative:
The field service representative determined there was an electronic failure of the measuring cell and replaced it. He performed calibration and quality control. All controls were acceptable to user.

Event description:
User received discrepant results for multiple assays for a total of six patient samples. All repeat testing was performed on another analyzer at the site. Sample 1 - original troponin t result was 0.034 ng/ml, repeat result was 0.012 ng/ml. User stated they were not reporting any patient results from this analyzer.

Event description:
User received discrepant results for multiple assays for a total of six patient samples. All repeat testing was performed on another analyzer at the site. Sample 3 - original troponin t result was 0.079 ng/ml, repeat result was 0.049 ng/ml. Original ckmb result was 6.31 ng/ml, repeat result was 4.23 ng/ml. Original myoglobin result was 71.00 ng/ml, repeat result was 40.36 ng/ml. User stated they were not reporting any patient results from this analyzer.

Event description:
User received discrepant results for multiple assays for a total of six patient samples. All repeat testing was performed on another analyzer at the site. Sample 4 - original ckmb result was 4.96 ng/ml, repeat result was 3.02 ng/ml. User stated they were not reporting any patient results from this analyzer.

Event description:
User received discrepant results for multiple assays for a total of six patient samples. All repeat testing was performed on another analyzer at the site. Sample 5 - original ckmb result was 3.65 ng/ml, repeat result was 1.81 ng/ml. Original myoglobin result was 55.00 ng/ml, repeat result was less than 21.0 ng/ml. User stated they were not reporting any patient results from this analyzer.

Event description:
User received discrepant results for multiple assays for a total of six patient samples. All repeat testing was performed on another analyzer at the site. Sample 6 - original ckmb result was 5.39 ng/ml, repeat result was 3.47 ng/ml. User stated they were not reporting any patient results from this analyzer.